Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (do-dc code 7), indicating possible device malfunction. No adverse event was reported in conjunction with the high lead impedance condition. The patient had not suffered any recent injury or trauma that may have damaged the ncp system. Review of x-rays by treating neurologist did no reveal any obvious discontinuities in the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. The patient has been referred ror neurosurgical consult.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement due to lead sclerosis. Both the pulse generator and bipolar lead were replaced.